Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown, further described as "tubing kept getting infected." No further detail was provided). On an unreported date, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency, and route was not reported). At the time of this report, the patient remained hospitalized and was not yet recovered from the peritonitis event. On an unreported date, dianeal therapy was discontinued. No additional information is available.